Event description:
User noted air coming from the arterial side of the oxygenator and a loose connection in the circuit was suspected. The air was removed and the unit was replaced; ECMO was fully resumed with no initial patient complication reported. It is unknown if the subsequent reported decline in patient neurological function is related to the event.